Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was performed using the pre-close technique with two proglide devices via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of the first proglide device were pre-placed without issue. The sutures of the second proglide device were successfully pre-placed; however, resistance was felt with the patient anatomy during removal of the proglide device. An attempt was made to upsize the sheath; however, significant resistance was felt due to heavy calcification. The decision was made to convert to open and a cut down was performed to remove the sutures. The sheath was upsized to 20f and the tavr was completed. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly in-training in the use of the proglide device and in-training in the pre-close technique. No additional information was provided.